Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7 bd plastipak¿ 50ml concentric luer lock syringes experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: liquid leakage between the piston and plunger. Possibility of contact with cytostacis. (B)(6) 2020, 300865, 2006233, gemcitabin. (B)(6) 2020, 300865, 2006233, carfilzomib. (B)(6) 2020, 300865, 2006233, cisplatin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 1/25/2021. H.6. Investigation: seven used samples were received for evaluation by our quality engineer. Through visual inspection, a leakage past the stopper ribs was observed in all returned samples. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and all stoppers were verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lots 2006233, 2005233, and 1909222, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each lot were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lots and no issues were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that 7 bd plastipak¿ 50ml concentric luer lock syringes experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: liquid leakage between the piston and plunger.possibility of contact with cytostacis. (B)(6) 2020 300865 2006233 gemcitabin. (B)(6) 2020 300865 2006233 carfilzomib. (B)(6) 2020 300865 2006233 cisplatin. (B)(6) 2020 300865 2006233 aqua. (B)(6) 2020 300865 2006233 gemcitabin. (B)(6) 2020 300865 2006233 carfilzomib. (B)(6) 2020 300865 2006233 cisplatin. (B)(6) 2020 300865 2006233 nacl 0,9%. (B)(6) 2020 300865 2006233 cisplatin. (B)(6) 2020 300865 2006233 rituximab.